Event description:
On (B)(6) 2012 customer reported that 40ml of diluent leaked onto the table top from the rinse block when the lh 500 instrument was in the down position and was being switched from closed to open vial mode. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed approximately 2 ml of diluent dripping from the rinse block. Fse noted that the associated high vacuum line was kinked when the assembly moved downward. Fse resolved the leak by re-routing the tubing as to avoid kinking. Fse verified that instrument operation cycled between primary and secondary modes. The unit passed startup and control recovered within range. No further issues were reported.

Manufacturer narrative:
(B)(4).